Manufacturer narrative:
The field service representative (fsr) replaced the head, waste pump (rohs) (ln 7-200378-01), the switch, assy, waste pump pressure (rohs) (ln 7-200371-01) and the filter, inline (rohs) (ln 100302-101) which resoled the issue. A review of the instrument service history revealed no contributing factors to the current complaint. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the head, waste pump (rohs), the switch, assy, waste pump pressure (rohs) and the filter, inline (rohs). A product labeling review of the architect system operations manual provides information on safety hazards including biological and chemical hazards; and addresses safety awareness where hazards may exist. The architect I systems service and support manual contains adequate information for the removal, the replacement and verification of the head, waste pump (rohs) (ln 7-200378-01), the switch, assy, waste pump pressure (rohs) (ln 7-200371-01) and the filter, inline (rohs) (ln 100302-101). The architect system operations manual addresses safety awareness where hazards may exist and biological hazards, which cautions the operator to wear gloves, lab coats, and protective eye wear when handling human sourced material or contaminated system components. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the head, waste pump (rohs) (ln 7-200378-01), the switch, assy, waste pump pressure (rohs) (ln 7-200371-01) and the filter, inline (rohs) (ln 100302-101) or the arhcitect i1000sr processing module, serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service representative (fsr) reported splash from drain tubing connected to peristaltic waste pump on architect i1000sr processing module when trying to troubleshooting for vacuum system error. The fsr was bent down to observe peristaltic pump drain tubing while fluidic line was under pressure. The splash went to fsr¿s right eye, chest, and face. The fsr was wearing safety glasses. The eyes were cleaned with water and fsr underwent for medical check-up. There was no eye irritation, redness or itching and no other treatment provided by physician. The slight pain caused by rinsing eyes with plenty of water. There was no patient involvement. The field service representative did not seek medical attention.